Manufacturer narrative:
Corrected information: PMA/510(k) number = preamendment. Per additional information received on 25oct2017, the catheters were sectioned and subsequently leaked. Medwatch report numbers 1820334-2017-03260, 1820334-2017-03261, 1820334-2017-03262, 1820334-2017-03263, 1820334-2017-03264, and 1820334-2017-03265 are related. (B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned for investigation, and no images were provided for review. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The cook tpn single lumen catheter repair set is shipped with instructions for use (IFU) which state the proper warnings, precautions, and instructions for use with each device. Per the IFU, ¿care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage with-in the catheter. Firmly clamp the catheter near its entrance to the skin with rubber-shod forceps. The stylet acts as a guide for insertion of the metal cannula. After insertion of the metal cannula into the lumen of the existing catheter, the stylet should be removed.¿ there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded that risk reduction is recommended. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, upon the failure of the catheter, a cook tpn single lumen catheter repair set had to be employed. However, the repair did not hold, and another repair had to be performed. Additionally, the pediatric patient required antibiotherapy due to the failure of the device. The circumstances surrounding the usage and handling of the device were not reported. The product is reportedly unavailable for return.